Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under all of the key contacts. During evaluation, moisture was visible through the display lens and the screen was distorted due to moisture in pump. There was no moisture corrosion observed in the battery compartment. A display lens leak was found during testing. The pump cover was removed and moisture was visible on the internal components of the pump and on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a button/keypad unresponsive issue. The reporter stated that after the patient was swimming a call service alarm (cs (B)(4)) had occurred and that moisture under the display was visible. Reportedly, the battery was removed to silence the alarm and that the time/date/battery types were verified to be correct when the patient re-inserted the battery, however, it was reported that the keypad buttons were no longer responding. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.